Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the knowledge article should be referenced for the software update. The technical support specialist implemented knowledge article and verified with customer that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, station was stuck on bd login screen. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.